Event description:
The customer reported to olympus, the camera head image did not appear. The issue was found during inspection for use prior to an unspecified diagnostic procedure. The procedure was completed with equipment replacement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was able to reproduce the user indication of sudden loss of image due to failure of the imaging system components. In addition, the camera cable was found to be broken due to physical stress, the camera cable was flooded, the scope mount rattled due to loose parts, and the external cover was burned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the image issue was caused by a faulty charge-coupled device (ccd). The cause of the faulty ccd was attributed to fluid entering the cable. Olympus will continue to monitor field performance for this device.